Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had been in excruciating pain since implant, and they wanted to now how to get the ins removed. It was noted that they had told their healthcare provider in the past, but they did not have a healthcare provider anymore. Since it was recommended that they follow up with a healthcare professional to discuss removal of the ins, they were sent a list of local healthcare providers and were also told that they could contact their insurance company for general surgeons who could assist them as well. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not believe it was working and it caused pain on both side in their back around the ins. Patient said they had fallen in (B)(6), patient stated that when they called their healthcare provider they were told to use the patient programmer and they kept trying, but the patient programmer wouldn't do anything. Patient changed batteries in their patient programmer, then encountered the poor communication screen, which was resolved by relocating the antenna. Patient was on program 3 at 1.2 and stimulation was off. It was noted that after the fall, the patient had x-rays of their arms and neck. Patient was successful to turn stimulation back on, increase it to 1.4, where they could feel it and it was comfortable. No further complications were reported or anticipated.